Manufacturer narrative:
The device was returned for analysis. The reported material deformation was able to be confirmed. Additionally, the hypotube was separated 60.6cm distal to the strain relief. The fracture faces were bent, closed and jagged, as if kinked prior to separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Due to the extent of the damage (multiple bent and stretched struts) noted to the stent, it is unlikely that the protective sheath would have fit over the damage therefore the damages noted were not a pre-existing condition. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during preparation for use and/or during advancement onto the guide wire resulted in the reported material deformation. The noted multiple bends on the shaft and shaft separation likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience pro 48 device is currently not commercially available in the u.s.; however, it is similar to a device sold in the us.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that before use, a 3.0x48mm xience pro stent was noted to be flared. There was no patient involvement. Another 3.0x48mm xience pro stent was used to complete the procedure successfully. There was no reported clinically significant delay in the procedure and no reported adverse patient sequela. Although the account reports that the stent delivery system was not inserted into the patient anatomy, the device returned with blood in the balloon folds and in the guide wire lumen, indicating that the device was inserted in the patient. Additionally, the device analysis revealed a hypotube separation. No additional information was provided.